Event description:
The physician reported that before a balloon sinuplasty procedure, he identified an acclarent relieva frontal stratus device in the left frontal sinus area, that the physician believed was implanted by another physician (B)(6) ago. There was some swelling and inflammation surrounding the area. The physician used forceps to explant the stratus device and he was able to dilated the sinus easily with acclarent balloon technology. The physician stated that there has been nothing unusual in the postoperative course during the follow up visit.

Manufacturer narrative:
Implant date: (B)(6) before (B)(6) 2012. Acclarent followed up on this report and contacted the reporting physician. The physician stated that he had no explanation for the stratus not being removed since he was not the surgeon who placed the device, and he did not know the surgeon who performed the procedure. The was no serious adverse event or any consequences from the delayed removal of the stratus device. The physician indicated that the recurrence of polyps or inflammation noted was not related to the retained device but rather the nature of the disease itself. The physician stated all acclarent devices functioned as intended and the device in the reported event was not returned for evaluation and its whereabouts is unk. Acclarent will continue to monitor this phenomenon for trending purpose. This report is being submitted in an abundance of caution.